Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. An isi field service engineer contacted the customer who verified that the procedure finished without any issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, universal surgical manipulator (usm) 2 unlocked when touched while it was docked with an instrument installed. This occurred when the customer was changing out an instrument. The procedure was completed with no reported injury.